Event description:
Subsequent to the initial MDR, additional information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Case opened for interior inspection: passed (no moisture damage). Receiver charged and will boot: passed. Receiver pairing test: passed. Receiver functional test: passed all relevant testing. Receiver download retrieved and attached: passed. A review of the receiver logs was performed and signal loss was found within the investigation window. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.